Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior spinal fusion at l2-l5 due to scoliosis. Post-op, symptom in lower limbs was observed because the left l3 pedicle screw was deviated to medial. Product came in the contact with the patient. Health damage of the patient was reported. Replacement of screw was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.